Manufacturer narrative:
Product evaluation confirmed the alleged failure mode. If further information is identified which would change or alter information or conclusions, a supplemental report will be filed accordingly. Note: report was initially submitted on 6/8/2021. It was determined on 7/13/2021 the submitted report was not received by the FDA; the third acknowledgement receipt had not been received in webtrader.

Event description:
The caspar device was very stiff and not usable during the surgery.